Manufacturer narrative:
Initial reporter phone: (B)(6). Faradrive sheath was returned with the dilator still inserted, along with the foreign material stored in a small plastic bag. To evaluate the sheath for steering functionality, the inserted dilator was removed. The sheath steering knob was unable to successfully turn, and deflection was not possible. Dissection of the sheath handle found the friction gasket adhered to the shaft of the sheath and the distal surface of the screw component. Inspection of the foreign material noted the fragment to be brittle with a clear plastic-like appearance. The structure of the material is like a ring with one side missing or broken-off. Upon inspection of sheath shaft's proximal inner diameter, the fm was identified to likely be excess adhesive that broke away from its applied location. Compositional testing of the fm determined the material be consistent with bisphenol a (bpa)-based epoxy. Loctite hysol m-31cl is a known bpa-based epoxy and used to bond the valve hub to the sheath shaft.

Event description:
It was reported that a faradrive steerable sheath clear during preparation to treat a paroxysmal atrial fibrillation presented on the table, a round plastic object expulsed while the device was flushed. To solve the issue the device was replaced, and the procedure was completed without patient complications. The sheath has been returned.

Event description:
It was reported that a faradrive steerable sheath clear during preparation to treat a paroxysmal atrial fibrillation presented on the table, a round plastic object expulsed while the device was flushed. To solve the issue the device was replaced, and the procedure was completed without patient complications. The sheath is expected to be returned.

Manufacturer narrative:
Initial reporter phone: (B)(6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.